Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a firmware error message/code. The analyst noted that a write to locked ram power on reset (por) occurred on 2014-(B)(6).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. The returned device indicated a firmware error message/code, the electrical reset alert was triggered, and a power on reset occurred.

Event description:
It was reported that the patient presented to the emergency room due to hearing tones. It was determined that the device suffered a power on reset (por). The device was explanted and replaced with a dual chamber implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.